Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring=black. Customer complained on (B)(6) 2021 pump alarmed replace battery now and power error. Complained the batteries are lasting. Blank display due to severely corroded pcb1 board and pcb2 board. Unable to verify replace battery now alarm, power loss alarm or power loss alarm due to blank display. Cleaned pcb1 board and pcb2 board with alcohol and no effect. Unable to download to thumps due to blank display. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, faded serial number label and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Blank display due to severely corroded pcb1 board and pcb2 board. Unable to verify replace battery now alarm, power loss alarm or power loss alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that customer was received a low battery alert prior to replace battery alert. Customer stated that this was second occurrence of replace battery alert in less than 8 hours after low battery warning. No harm was required during medical intervention. The insulin pump was returned for analysis.